Manufacturer narrative:
(B)(4). The service engineer replaced the pump and the device passed all testing.

Event description:
During service, the ht70 ventilator pump made loud grinding noises, eventually locked up and triggered the unit to shutdown. There was no patient involvement.